Manufacturer narrative:
The customer declined to provide any personal or product information before ending the call. It's not possible to determine the manufacture date or 510k # without the meter information.

Event description:
The customer alleged that he performed a control test using his contour system and received results of 321 and 345 mg/dl. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. The customer declined to troubleshoot or provide any product information before ending the call. No product will be returned.